Manufacturer narrative:
The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2019 until (B)(6) 2019 (27 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The affected blood pump has not been returned to the manufacturer yet. A detailed report will be provided as soon as available

Event description:
Berlin heart inc. Was contacted by the clinic to report unusual pumping sounds and optical abnormalities in the excor blood pump of a patient supported in the lvad configuration. The clinic provided pictures and videos of the blood pump. Upon evaluation, berlin heart inc. Recommended the exchange of the affected blood pump. The exchange was performed by trained personnel at the clinic without complications and the patient is doing well.

Manufacturer narrative:
During the first visual examination it was found that the outlet valve of the blood pump was cut. No additional abnormalities could be seen. The blood pump could not be tested for its pumping performance due to the cut valve. Therefore, the customer complaint regarding the crunching noise could not be reproduced. For further analysis the pump was disassembled and the membrane layers were individually examined. All three membrane layers were intact. The side appearance of the blood pump was normal in all tests. In the videos provided by the clinic pumping noises can be heard. During pump operation, pumping noises of the blood pump can be heard. However, these are not unusual compared to other blood pumps. Pump noises can vary from pump to pump and are not unusual or conspicuous in this case. Due to the cut outlet valve of the pump, no performance test could be done. Therefore the side appearance could not be analyzed while the pump was in operation. In all other examinations the side appearance of the pump looked normal.